Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was able to verify the customer reported complaint. The tube rotated with respect to the bowl due to a weld defect. After applying a small amount of horizontal force, the tube and bowl were separated, due to the weld defect. The customer reported complaint does not itself constitute a reportable event; however, the weld defect could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the single site curved cannula accessory failed during case, connector between the tube and the top, (bowl) weld was broken. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.